Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that there was a crack in the battery compartment and the pump lost power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: the pump black box was not able to be downloaded. A visual inspection of the pump revealed the battery compartment was cracked. A test cap was unable to fit securely to maintain an electrical connection, duplicating the power issue.